Event description:
It was reported that the patients spinal cord stimulator (scs) did not work. The patient underwent a full scs explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5177680 /5161957.